Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had a power issue - meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started at an unknown time in (B)(6) 2014. The patient manages their diabetes by taking a combination of medications including ¿metformin, and other pills¿. The patient was unable to specify if they took any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that on an unspecified time in ¿(B)(6) 2014¿ and once more in ¿(B)(6) 2014¿ they developed symptoms of ¿too high, too low¿ and that they fell into a ¿coma for a month and a half¿. The patient was hospitalized where the patient¿s blood glucose was tested on the hospital meter ¿ however, the blood glucose result obtained could not be recalled. The patient reported they were treated by a health care professional (hcp) with ¿insulin, pills, and dialysis¿ but was unaware of the dosages and frequencies of these medications. At the time of troubleshooting the csr was able to identify that the patient had since disposed of the meter therefore was unable to trouble shoot the product issue or walk through a retest to resolve the issue. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms.¿